Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power loss alarm. The customer blood glucose level was unknown. Customer stated that they tried to replace the battery but the error was keeps occurring. The device will be return for analysis.

Manufacturer narrative:
The p-cap / reservoir locked properly in place. The pump was received with a scratched case and pillowing keypad overlay. The pump passed the displacement and active current measurement tests. The pump was received with unexpected battery power loss shown in power graph for different durations of time and had high sleep current due to a problem isolated to the electronic assemblies.